Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted but no evidence of component failure; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and will be returned for analysis. It was noted that no new device was implanted as replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and will be returned for analysis. It was noted that no new device was implanted as replacement. No additional adverse patient effects were reported.